Event description:
It was reported that, during a photoselective vaporization of the prostate procedure with calcified stones in the tissue, after 16 minutes of use the fiber began firing out of the tip of the fiber following expenditure of 17,1067 joules. The fiber was used for another minute and then the procedure was completed with a second fiber. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified damage in the outer flow tube. Meanwhile, microscopic analysis identified that the glass cap was protruding from the metal cap, indicating glue failure. Also, the glass cap exhibited moderate devitrification and the metal cap exhibited moderate charred detritus adhesion on its surface. Additionally, it was observed that the glass cap was fractured at the proximal end. The fiber was functionally tested with the hene (helium-neon) laser fixture and the testing did not identify signs of breakage along the length of the fiber. The device also underwent the forward firing test fixture, and it was concluded that the firing output rate was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined that the reported forwarding firing could not be confirmed, but a fracture in the glass cap was identified. It is probable that the glass cap fracture was caused by heat accumulation at the fiber tip, which could have also caused the observed tip devitrification. The IFU instructs the user to not press the the fiber end into the tissue, as well as not bending the fiber at sharp angles, since it could cause a damage in the fiber. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage. E1/e2: initial report info updated g1: MFR facility info updated.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, there were calcified stones in the tissue and the fiber began firing out of the tip of the fiber after 171,067 joules and 16min of use. Doctor continued to use the fiber for another minute before requesting to use another fiber. The procedure was completed with the second fiber without patient complications.